Event description:
It was reported the speaker is not working.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the speaker is not working. The device was in use on a patient. There was no report of patient or user harm.